Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump exhibited a no-display condition and would not power on despite the blue indicator light illuminating, and the device required replacement. Symptoms included no reported adverse clinical effects. Outcomes included no impact to patient health and no hospitalization. Investigation included troubleshooting by phone, verification of device status, and arrangement for device replacement and return. Investigation of this device revealed a screen/display failure associated with an unresponsive user interface while power was present, consistent with a device malfunction localized to the display or related electronics. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to a component failure of the display subsystem.